Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the jawline and prejowl sulcus with 3 cc of juvéderm® volux¿ xc. Two and half weeks later, the patient returned for fine line filler with rha redensity¿ and noted that the juvéderm® volux¿ xc on the left side was ¿still settling and not fully integrated¿ as compared to the right side. The patient noticed that the left side was ¿feeling firming and more uncomfortable¿ 22 days later. The patient returned 4 days later, and the area was ¿inflamed (but not infectious), firm, nodularity¿ along the lateral mandible and ascending ramus. The patient was treated that day with hylenex, h1h2 blockers, steroids, and keflex prophylactically for cutaneous infection. The next day, hyaluronidase was continued, along with a medrol dosepak initially and then switched to prednisone 20 mg that was slowly tapered. The patient was also given doxycycline 100 mg bid. The event was noted as not truly infectious, but the patient had been picking at the nodules and ¿a wound¿ was created. The patient used tns (post-laser recovery serum) and the wound started to epithelialize and heal very quickly. A month and half later, the event completely healed and was ¿just a little pink.¿ more hylenex was given to fully dissolve the product. The healthcare professional reported that there may have been some perforation to the parotid gland.